Event description:
The patient reported that over the past 2 months he has had 4 insulin infusion set tubings stretch or break at the luer lock area. He said that most recently in 2008, he had an elevated blood glucose reading of 320 mg/dl with his normal range being 80-140 mg/dl. He stated when he examined his infusion set he noticed the tubing was stretched very thin. He said he corrected his reading by changing the infusion set tubing and bolusing insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.